Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Ventricular short interval count v-sic=4.0 counts avg/day, in 130.06 days, between (B)(6) 2011 10:22:42 and (B)(6) 2011 11:49:35.

Event description:
It was reported that the patient has recorded many short interval counts (sic) since the ventricular lead was implanted. Records indicate that the lead remains implanted. No patient complications have been reported as a result of this event.